Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction occurred as the customer was loading the cartridge. There was no impact on the customer's blood glucose levels. A replacement pump was shipped. Customer will contact their healthcare provider for back up therapy while awaiting the replacement.